Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 ¿ 2020 - 00964, 0001822565 ¿ 2020 - 00965, 0001822565 ¿ 2020 - 00966, 0001822565 ¿ 2020 - 00967, 0001822565 ¿ 2020 - 00968, 0001822565 ¿ 2020 - 00969, 0001822565 ¿ 2020 - 00970, 0001822565 ¿ 2020 - 00971, 0001822565 ¿ 2020 - 00972, 0001822565 ¿ 2020 - 00973, 0001822565 ¿ 2020 - 00975, 0001822565 ¿ 2020 - 00976, 0001822565 ¿ 2020 - 00977, 0001822565 ¿ 2020 - 00978, 0001822565 ¿ 2020 - 00979, 0001822565 ¿ 2020 - 00980, 0001822565 ¿ 2020 - 00981, 0001822565 ¿ 2020 - 00982, 0001822565 ¿ 2020 - 00983.

Event description:
It was reported that the device was missing one or more ball bearings that appear to be detaching during or after the sterilization process. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3. The returned tasp lot 62790764 exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing component was not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. This device is confirmed to have been a part of a previous investigation. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as no products or images were provided for a visual inspection to be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Previous investigations for disassembly of the bearings resulted in field actions zfa 2014-67 and z-1052-2015 to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to the design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.